Manufacturer narrative:
Device passed displacement test and self test. Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump's buttons were not responding. The customer¿s blood glucose was 130 mg/dl. Troubleshooting was done for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer reported that the battery was not responded to insulin pump. Customer was advised to remove battery from insulin pump and replace with a recommended new or fully charged battery. Customer stated that the buttons were not responding. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.